Event description:
It was reported that new cartridge that was loaded displayed only 120 units, and customer expected display to show higher amount of insulin. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions or any support provided to address concern.